Event description:
It was reported that an asymptomatic patient presented in the clinic. Upon interrogation of the implantable cardioverter defibrillator, non-sustained right ventricular oversensing due to post paced t wave oversensing was noted on the stored electrograms. The patient did not receive therapy during the oversensing. Programming changes were made. The patient would continue to be followed.